Event description:
It was reported that the patient presented in clinic for a routine follow up. Upon interrogation, the atrial lead exhibited noise. The noise was reproducible with isometrics. Fluoroscopy image showed the lead had a tight angle near the suture sleeve when the patient reached across the chest; an insulation anomaly was suspected. The device was reprogrammed and the lead remained implanted. The patient was fine post event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.